Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes, reconnected cartridge, and attempted to resume insulin several times, but altitude alarm recurred, so customer switched to multiple daily injections for backup insulin therapy, and technical support arranged replacement pump.